Manufacturer narrative:
(B)(4). The field service engineer troubleshoot the device and it appeared that the footswitch connection to the system interface board was defective. After replacing (B)(4) table base connection box (tbcb) board the problem was solved.

Event description:
The customer states that "no fluoroscopy and no filming possible, no error message".